Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray controller board was replaced during the service call. The system was found to be working as intended, and put back into service.

Event description:
The customer reported that the 9800 system had a black screen and the kilo volts and milliamps went to maximum. No pt injury was reported.